Manufacturer narrative:
The field service engineer found the cuvette cells had burn marks from the incorrect adjustment of mixers. The field service engineer adjusted the mixers and replaced the cuvettes and the photometer lamp. The customer ran calibration and qc. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer could not find a cause. He ran precision testing that was acceptable. He ran a hardware check test and verified the hardware was in normal working order. The investigation is ongoing.

Event description:
There was an allegation of questionable hdlc4 (hdl-cholesterol plus 4th generation) results from the cobas 6000 c501 module. The customer noticed that they were getting many high hdl results on patient samples so they ran qc and it was out of range high. The customer then recalibrated and ran qc and it was in range. The customer then reran patient samples and issued corrected reports. One example was provided of an initial result of 101 mg/dl with a data flag and a repeat result of 56 mg/dl. The initial result was reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.